Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Cause was not known. Ems was called and transported the customer to the emergency room. The customer was admitted to the hospital. Customer was treated with glucose. Treatment resolved the issue and there was no permanent damage. The customer was released on (B)(6) 2025.